Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, causing a cracked screen that rendered the device unusable, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose reported. Outcomes included continued therapy using backup methods and ongoing cgm use via the dexcom app or receiver. Investigation included customer service triage, user education on shutdown procedures, data sync guidance, and retrieval efforts for the original device for quality assessment. Investigation of this case revealed physical damage to the display component consistent with accidental drop, resulting in loss of usability without evidence of device malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.